Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus and cervix") in a 30-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's past medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous and dysfunctional uterine bleeding. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea and chest pain. Concomitant products included gabapentin, levothyroxine sodium (synthroid), nsaid's, oxycodone and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed. At the time of the report, the device expulsion and menstrual disorder outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: on (B)(6) 2017: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Pt in too much pain to proceed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus and cervix") in a 30-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's past medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous and dysfunctional uterine bleeding. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea and chest pain. Concomitant products included gabapentin, levothyroxine sodium (synthroid), nsaid's, oxycodone and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In august 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion and menstrual disorder outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post-traumatic stress disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2017: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Pt in too much pain to proceed most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- all relevant medical history condition, concurrent condition, concomitant medication and events abnormal bleeding (vaginal, menorrhagia), pstd, migration of essure device location of device: uterus and cervix was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus and cervix") in a 28-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding, asthma, breast mass, gastroenteritis, miscarriage (1 miscarriage (2005)) and abortion (1 abortion (1996)). (B)(6) 2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Patient in too much pain to proceed. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea, chest pain, endometrial polyp, grand multiparity, headache, vitamin b12 deficiency, hashimoto's thyroiditis, gastric bypass, macrocytic anemia, adenomyosis and endometrial ablation. Concomitant products included duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine sodium (synthroid), nsaids, oxycodone, pregabalin (lyrica), salbutamol sulfate (albuterol sulfate) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), 4 months 25 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced anaemia ("anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with alprazolam (xanax), cyanocobalamin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), paracetamol (acetaminophen) and surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma, abdominal pain and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post-traumatic stress disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2019: pfs received. Outcome of event, " abnormal bleeding (vaginal) was changed to "recovered/resolved". Onset dates of events were added. Treatment drugs were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus and cervix") in a 30-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding and asthma. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea and chest pain. Concomitant products included duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine sodium (synthroid), nsaid's, oxycodone, pregabalin (lyrica), salbutamol sulfate (albuterol sulfate) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"), depression ("depression") and anxiety ("mental anguish"), 2 years 10 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), anaemia ("anemia"), abdominal pain ("abdominal pain") and back pain ("lower back pain") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with alprazolam (xanax), paracetamol (acetaminophen) and surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma, abdominal pain and back pain outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post-traumatic stress disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Pt in too much pain to proceed . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-jan-2019: plaintiff fact sheet received. Reporter information updated. Product information details updated. Event: lower back pain newly added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's past medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, grand multiparity and dysfunctional uterine bleeding. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea and chest pain. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total abdominal hysterectomy due to complications from the essure device). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Diagnostic results: (B)(6) 2017: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Pt in too much pain to proceed. Most recent follow-up information incorporated above includes: on 30-mar-2018: medical record received. Event medical device monitoring error was added. Lot number added. Concomitant & historical conditions drugs are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus and cervix') in a 28-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding, asthma, breast mass, gastroenteritis, miscarriage (1 miscarriage (2005)), abortion (1 abortion (1996)), multigravida and parity 4. (B)(6) 2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Patient in too much pain to proceed. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea, chest pain, endometrial polyp, grand multiparity, headache, vitamin b12 deficiency, hashimoto's thyroiditis, gastric bypass, macrocytic anemia, adenomyosis, endometrial ablation, breast mass, dysuria, urine odour foul, recurrent uti, post coital bleeding, bacterial vaginosis, abdominal discomfort and vaginal infection. Concomitant products included ciprofloxacin, duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine sodium (synthroid), nsaids, oxycodone, pregabalin (lyrica), salbutamol sulfate (albuterol sulfate) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), 4 months 25 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced anaemia ("anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural complication ("post procedural complication") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with alprazolam (xanax), cyanocobalamin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), paracetamol (acetaminophen) and surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma, back pain, post procedural complication and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received : event added- uti, post procedural complication. Events outcome updated. Reporter added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus and cervix") in a 30-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's past medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding and asthma. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea and chest pain. Concomitant products included gabapentin, levothyroxine sodium (synthroid), nsaid's, oxycodone and paracetamol (acetaminophen). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, 2 years 10 months after insertion of essure (ess205), the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), depression ("depression"), anxiety ("mental anguish"), anaemia ("anemia"), uterine leiomyoma ("fibroid uterus") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma and abdominal pain outcome was unknown and the pelvic pain, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, anaemia, anxiety, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post-traumatic stress disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). Diagnostic results: (B)(6) 2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Pt in too much pain to proceed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2018: plaintiff fact sheet:- events depression and mental anguish, anemia, fibroid uterus and she did not underwent essure confirmation test were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus and cervix') in a 28-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding, asthma, breast mass, gastroenteritis, miscarriage (1 miscarriage (2005)), abortion (1 abortion (1996)), multigravida and parity 4. (B)(6)2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Patient in too much pain to proceed. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea, chest pain, endometrial polyp, grand multiparity, headache, vitamin b12 deficiency, hashimoto's thyroiditis, gastric bypass, macrocytic anemia, adenomyosis, endometrial ablation, breast mass, dysuria, urine odour foul, recurrent uti, post coital bleeding, bacterial vaginosis, abdominal discomfort and vaginal infection. Concomitant products included ciprofloxacin, duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine sodium (synthroid), nsaids, oxycodone, pregabalin (lyrica), salbutamol sulfate (albuterol sulfate) and topiramate. On (B)(6)2006, the patient had essure (ess205) inserted. On (B)(6)2007, the patient experienced pelvic pain ("pelvic pain"), 4 months 25 days after insertion of essure (ess205). On (B)(6)2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6)2009, the patient experienced anaemia ("anemia"). On (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6)2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6)2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural complication ("post procedural complication") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with alprazolam (xanax), cyanocobalamin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), paracetamol (acetaminophen) and surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6)2009. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and urinary tract infection had resolved and the menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment pain. Bleeding. Migration, quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus and cervix') in a 28-year-old female patient who had essure (ess205) (batch no. 620742) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and medical device monitoring error "she had novasure endometrial ablation in 2006 as well as the essure for tubal occlusion". The patient's medical history included migraine, hyperlipidemia, thyroid disorder, obesity, low back pain, sciatica, menorrhagia, multiparous, dysfunctional uterine bleeding, asthma, breast mass, gastroenteritis, miscarriage (1 miscarriage (2005)), abortion (1 abortion (1996)), multigravida and parity 4. (B)(6) 2007: hysterosalpingogram: able to pass the catheter through the external os, however, the internal os was unable to be catheterized. Patient in too much pain to proceed. Concurrent conditions included vaginal bleeding, hypothyroidism, sleep apnea, chest pain, endometrial polyp, grand multiparity, headache, vitamin b12 deficiency, hashimoto's thyroiditis, gastric bypass, macrocytic anemia, adenomyosis, endometrial ablation, breast mass, dysuria, urine odour foul, recurrent uti, post coital bleeding, bacterial vaginosis, abdominal discomfort and vaginal infection. Concomitant products included ciprofloxacin, duloxetine hydrochloride (cymbalta), fluticasone propionate;salmeterol xinafoate (advair), gabapentin, hydroxychloroquine sulfate (plaquenil sulfate), levothyroxine sodium (synthroid), nsaids, oxycodone, pregabalin (lyrica), salbutamol sulfate (albuterol sulfate) and topiramate. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain ("pelvic pain"), 4 months 25 days after insertion of essure (ess205). On (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2009, the patient experienced anaemia ("anemia"). On (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea"). On (B)(6) 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2009, the patient experienced post-traumatic stress disorder ("pstd"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), post procedural complication ("post procedural complication") and urinary tract infection ("uti") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with alprazolam (xanax), cyanocobalamin, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen (motrin), paracetamol (acetaminophen) and surgery (total abdominal hysterectomy due to complications from the essure device). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain and urinary tract infection had resolved and the menstrual disorder, depression, anxiety, anaemia, uterine leiomyoma, back pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain, post procedural complication, post-traumatic stress disorder, urinary tract infection, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment pain. Bleeding. Migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received, event outcome updated for event "urinary tract infection"., rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (total abdominal hysterectomy due to complications from the essure device). At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.